Event description:
It was reported that during surgical procedure at the user facility, the sonopet universal handpiece got hot. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.